Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a dark bruise/discolored skin in the exact shape of a dexcom sensor. Patient stated it was from the dexcom sensor pod, worn for one hour. Patient states the sensor did not hurt. The diabetes educator will meet with patient at a scheduled appointment on (B)(6) 2017. This complaint is being reported as the patient endured an injury which required medical intervention.